Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that could not be conducted properly due to leakage; the leakage was further presumed to have been due to peeled glue of the bending section cover (a-rubber) of the insertion section. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material being found in the auxiliary channel and attached to the scope, the additional evaluation results are as follows: bending section glue separated / leaked, insertion tube insulation too low, plastic distal end cover insulation < threshold, light guide rod lens cracked, charged coupled device cover lens cracked, adhesive around lenses worn out, plastic distal end cover cracked, insertion tube coating peeled off, protector shaved, right left knob scratched, up down knob scratched, key top 1&2 pin hole damaged, universal cord buckled, plug unit had damaged housing, and circuit board defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had poor visibility during the procedure. The device wasn¿t used with any material during the procedure and per the customer attachment, the device was cleaned. The device was returned for evaluation. During the evaluation, the following reportable malfunctions were found: foreign material attached to the light guide rod lens and foreign material found inside the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.